Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated she cannot change the settings for her implant. Pt clarified it is not allowing pt to change the intensity - pt is seeing an error message "cannot provide your desired intensity settings" for about 2 weeks pt stated she has tried to reach her rep but she has not gotten a call back. Pt verified no recent traumas / falls and no recent programming has been done. The reason for call was 'settings not available' message. The message had been coming up for at least 6 weeks. Pt had 3 groups and message appeared on 2 groups out of 3. Pt had no falls/no trauma. Pt texted and called the rep but rep never called back. Redirected to hcp patient reported they are going to have to take the ins battery out to revise it - pt clarified the ins seems to have shifted onto a nerve and they are "screaming in pain" since 2 - 3 months ago. Pt stated they have been telling the hcp. They have tried epidurals for pain as soon as pt lies down the pain does not subside all the way but it "quiets down" .as soon as they stand or sits up the pain level shoots up to her head. Pt stated she lives in assisted living and she has to lay flat on her back in order to get relief pt stated she needs assistance to go to the bathroom which is not typical. Pt stated they have doubled the pain medication and that is not helping. Pt stated the ins is sitting on something or against a nerve (pt verified that this is her opinion and it has not been diagnosed by her hcp ) - pt stated the revision has not been scheduled yet. They want pt to see a neuro surgeon in 2 weeks for recommendation. The first time it happened the pain was so intense that pt went in the hospital. They gave pt pain meds for about 4 days till pt was able to catch their breath. Pt wrote rep a text. The second time it was just not moving ('settings not available') pt called hcp. Hcp asked if pt wanted to take ins out or keep it. Pt said they wanted to keep it because the device gives pt some benefit for the pain but pt cannot use it like this. It had been sitting on a nerve or something. Pt had been literally going to sleep crying because the pain had been so bad. At first pt thought it was their back that was giving an issue but then noticed they could feel it right under the unit when pt touched their back or stood up. The patient was redirected to their healthcare provider to further address the issue.